Manufacturer narrative:
(B)(4).

Event description:
It was reported that error codes were displayed on the patient's pump. The patient was experiencing inadequate pain relief. The pump was explanted on (B)(6) 2019.